Manufacturer narrative:
The device remains implanted. The catheter is not available for analysis. The device evaluation was performed based on an event description as reported to gore as the device was not returned for analysis. Based on the findings from this evaluation, the physician¿s observation that blood leaked from the catheter could not be confirmed. The likely cause for the physician¿s observation blood leaking from the catheter could not be determined from the information provided. The cause of the catheter handle leak is unknown. According to the gore® excluder® aaa endoprosthesis featuring c3® delivery system instructions for use, adverse events that may occur and / or require intervention include, but are not limited to bleeding.

Manufacturer narrative:
A review of the manufacturing records for the device verified the lots met all pre-release specifications. The device remains implanted. The catheter is not available for analysis. The cause of the catheter handle leak is unknown. Additionally, according to the gore® excluder® aaa endoprosthesis with c3 delivery system instructions for use, adverse events that may occur and / or require intervention include, but are not limited to bleeding.

Event description:
On (B)(6), 2020, the patient underwent endovascular treatment of an abdominal aortic aneurysm and a bilateral common iliac artery aneurysm using gore® excluder® aaa endoprostheses. The right external iliac artery to the right internal iliac artery bypass was created before the stent grafts were implanted. During the cannulation to the contralateral gate of the trunk ipsilateral leg endoprosthesis, the blood leakage from the catheter of the trunk ipsilateral leg endoprosthesis was observed (amount unknown, no transfusion was required). Due to the blood leakage, the ipsilateral leg was deployed first, then the cannulation to the contralateral gate was performed again and a contralateral leg component was implanted. It was confirmed that it was a hurried deployment. The physician did not do anything to resolve the catheter handle leakage. The patient tolerated the procedure.